Event description:
It was reported that the patient sought medical attention on (B)(6) 2026. The patient reported that their blood glucose level reached 400 mg/dl while wearing the pod on their abdomen. Duration of pod wear was not reported. The patient reported experiencing redness at the infusion site and leaking. Symptoms included back pain kidneys, fatigue/brain fog, dizziness and headaches. Patient reported that they had blood work done and a1c was 6.4 which was higher than normal. Details regarding treatment were not reported. Patient spent about two hours at their doctor¿s office, doing lab testing.

Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period on (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the highest estimated glucose value received by the pod from the sensor during this period was a value of 266 mg/dl received at 16:35 on (B)(6) 2026. The phb data showed that estimated glucose values on (B)(6) 2026 reached as low as 55 mg/dl at 00:00 and as high as 255 mg/dl at 18:40. The phb data showed that the system was only used in automated mode during this period and the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of issues with insulin delivery was observed in the available cloud data. The correlation to action #98586 could not conclusively be determined because the physical device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.